Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a chest pain occurred. The patient underwent coronary angiography, intravascular ultrasound (ivus), and stent implantation. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for ivus examination. During the procedure, the imaging was compromised by multiple reflection artifacts and large areas of bright artifacts, making it impossible to assess the condition of the blood vessels. At that moment, the patient was sweating profusely, and experienced chest pain the prescribed medication was immediately administered. The procedure was completed with another of the same device. The patient chest pain was relieved, and the patient was stable following the procedure.

Manufacturer narrative:
E1: (B)(6). The device was retuned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. However, it was found that the imaging core was kinked within the distal section of the device. Impedance testing revealed no electrical issues with the device. Also, a nurd image appeared in the ilab system during the image characterization testing.

Event description:
It was reported that a chest pain occurred. The patient underwent coronary angiography, intravascular ultrasound (ivus), and stent implantation. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for ivus examination. During the procedure, the imaging was compromised by multiple reflection artifacts and large areas of bright artifacts, making it impossible to assess the condition of the blood vessels. At that moment, the patient was sweating profusely, and experienced chest pain the prescribed medication was immediately administered. The procedure was completed with another of the same device. The patient chest pain was relieved, and the patient was stable following the procedure. The device was retuned for analysis and investigation completed on 01/07/2026. Visual inspection revealed no issues, and the device appeared to be in good condition. However, it was found that the imaging core was kinked within the distal section of the device. Impedance testing revealed no electrical issues with the device. Also, a nurd image appeared in the ilab system during the image characterization testing.